Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.